Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Device was run on a patient session with over 40% full bag for 72 hours. No issues sighted. Device functioned as normal. The device history record review and labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the sensica device had accuracy issues and user stated that the bag volume dropped from 37% to 7% spontaneously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device had accuracy issues and user stated that the bag volume dropped from 37% to 7% spontaneously.